Event description:
Customer reported a positive advia centaur thcg patient result to the physician. The physician questioned the result as it did not fit with the clinical picture of the patient. As a result, two serum (sst) samples (original and secondary) were retrieved and both were run on a different advia centaur system. The original thcg sample results were positive. The secondary thcg sample results were negative. The original sample that was reported as positive was retested on an alternative method and the hcg result was positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive thcg result.

Manufacturer narrative:
A siemens field application specialist and field service engineer (fse) were sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive result may be pre-analytical contamination of the sample. The instrument is performing within specifications. No further evaluation of the device is required.